Event description:
The details available upon initial notification last week were that the case took place approx. Six weeks ago and the case was reported to be very complicated. After initially placing two cerecyte spherical microcoils, the physician attempted to place a helical microcoil. At this time, it was reported the microcatheter kicked back and one coil could be seen in the parent artery. It was unk whether the coil in the parent artery was one of the previously positioned spherical coils or whether it was the helical coil that the physician was attempting to place at the time catheter kicked-back. Removal of the loose coil was made after four hours, and the case concluded with two coils in the aneurysm. It was also reported that the pt died from a subarachnoid hemorrhage (sah). It is unk whether this was due to the original sah or a new bleed. It does not, at this time, appear as though the mircocoil malfunctioned; nor does it appear to have contributed to the sah. It was also noted that there was a clip involved. Further details are being sought on the event.